Event description:
It was reported that the patient always had some therapeutic effect, but then it would go away. At the time of report the patient was not feeling stimulation sensation. Upon interrogation with the patient programmer, the neurostimulator was determined to be off. The neurostimulator was turned on and was on program 1 at 1.15 volts, and the patient felt pain. The patient turned the neurostimulator off and decreased stimulation down to 0.0 volts. After turning it back on and increasing it to 0.6 volts, the patient felt slight stimulation.

Event description:
Additional information received reported the patient never had therapeutic effect. The physician wanted the patient to turn the implantable neurostimulator off and just use botox to see if her symptoms would improve.

Manufacturer narrative:
Lead model 3093-28 lot# v840219 implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).